Event description:
The customer reported that she went to the emergency room with a blood glucose reading of 30 mg/dl. The customer stated that she decided to use her older model insulin pump while waiting to receive a battery cap for her revel insulin pump. The customer stated that the insulin pump was programmed correctly, but the insulin pump was over delivering insulin. Advised the customer to discontinue using the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had a cracked end cap. Unable to perform full drive system test due to the cracked end cap.